Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the superficial femoral artery (sfa). A 5.5x100mm supera peripheral self-expanding stent system (sess) was advanced to the target lesion and deployment was initiated; however, after stent deployment, the stent would not release from the delivery system, so the sess along with the stent were removed without issue and two new supera sess were implanted to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the reported difficulties were unable to be confirmed during return analysis, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the mildly calcified anatomy and/or other devices resulted in the ratchet being unable to fully release the stent from the delivery system; thus, resulting in reported activation failure/deployment failure. There is no indication of a product quality issue with respect to manufacture, design or labeling.